Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred as the customer was attempting to load the cartridge. There was no impact on the customer&#38112;blood glucose levels. A replacement pump was shipped. Customer will use manual injections as backup therapy to ensure that insulin delivery is not interrupted.